Event description:
Per the clinic, the patient experienced consistent pain, retention issues and skin breakdown (ulcer) with the use of CPAP machine strap. The device was explanted on (B)(6) 2025; due to extrusion of the receiver stimulator. There are no plans to re-implant the patient with a new device as of the date of this report.